Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, a plastic (foreign) material was found inside the housing of the oxygenator. No pt involvement as this occurred during setup. The product was not used. The surgery was competed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).